Event description:
This is a case which was reported to baxter (B)(4) and forwarded to (B)(4). The complaint was received from (B)(6) and refers to an incident in which the reporter states that the potassium was added to the bag and the bag was hung and soon after, the balance alarm "went crazy". The nurse checked the bag and found that the spike where it was attached to the bag had fallen out. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A batch review was conducted on batch 08h28g71 with no defects noted. There was no sample available. However, from the complaint description the clampex connector was detached. Multiple complaints of this nature for this product have been received. (B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.